Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient underwent surgical intervention to implant a trial system on (B)(6) 2017. Immediately after discharge the patient began experiencing pain at the surgical site in the lower back and unintended abdominal stimulation. The patient was hospitalized and reprogramming resolved the issue.